Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. The customer does not remember their blood glucose level during the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer states that they have been off the pump for two days prior to the event. The customer was provided with the steps to reprogram their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.